Event description:
A medtronic representative reported that, while in a spine procedure, si fusion with iliac screw, the head of the 5.5/6.0 mas screwdriver sheared off while the surgeon was placing the screw. The surgeon removed the screw from the driver and switched to a non-cannulated model of the same driver to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available as suspect screwdriver has not been returned. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the doctor needed to remove the screw from the patient because the driver end was stuck in the screw. RMA issued. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the driver had been broken off. The reported event was confirmed. The device was replaced and there were no further issues.